Event description:
Epidural catheter being placed for labor in pt with pre-eclampsia. A 20g perifix/braun catheter was advanced through an 18g 9cm tuohy needle into the l3-4 interspace. While advancing the catheter, resistance was felt at the 13-14cm mark and the decision was made to withdraw the needle and catheter due to the inability to insure the correct position/location. Both were removed without undue force. Upon inspecting the catheter, it was noted that approx 5cm of the catheter had fragmented off and was retained in the pt's back. The pt was made aware of the situation and, since research indicates complications from such retained fragments are rare, the decision was made to leave the fragment.